Manufacturer narrative:
(B)(4). The device history records mc5bd were reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? Unk. What tissue layer was the silk suture used on? Unk. What were the patient¿s symptoms? Please refer to the event description. What post op date did the patient experience symptoms of inflammation? 7 days after surgery. What was the date of the debridement and drainage procedure? Unk. Were any cultures performed? What were the results? Unk. What is the surgeon opinion as to contributing factors to the symptoms? Unk. Do you have any samples of the same lot for evaluation? No. What are the patients age, weight, bmi, other medical conditions? Unk. What is the current condition of the patient? Unk.

Event description:
It was reported that a patient underwent a hydrocele of tunica vaginalis. Procedure on an unknown date and suture was used. Approximately 7 days post procedure the patient suffered from erythema and inflammation on the wound. The patient was treated with incision and drainage, saline irrigation, iodophor disinfection, antibiotic infusion and anti-infection treatment. Then the patient's condition changed better. Additional information has been requested.